Event description:
The customer stated that during a tonsillectomy, the forceps arced to the retractor causing a 2nd degree burn to the pt's mouth. The burn was treated topically. The arc occurred approximately two inches from the tip of the forceps through the insulation.